Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with black lines on display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A software upgrade was installed on a customer's scanner. When the software upgrade is completed, the site specific protocols must be manually adjusted by the user. The site specific protocol will become inoperable (warning message displayed) until the user has adjusted or accepted the protocols. The customer is instructed in the instructions for use and installation instructions to contact a philips representative to obtain assistance in creating the site specific protocols. The customer elected to adjust the protocols and accept them without contacting philips. When the customer accepted the protocol, the increment was not appropriately set to coincide with the collimation width. This difference caused the scan to continuously skip 3 mm of the brain during a scan which could potentially lead to a missed diagnosis.